Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently diagnosed with peritonitis. Follow-up with the patient confirmed a fluid leak occurred and the patient¿s ¿blue pin¿ dislodged completely from the liberty cycler set. A few days later the patient reported he presented to the outpatient dialysis clinic with complaints of abdominal pain and was diagnosed with peritonitis. The patient was treated as an outpatient with vancomycin, and a second unknown antibiotic (doses, duration, frequency, route not provided). As of (B)(6) 2022, the patient reported being close to completing his course of antibiotics and is recovering from the events. The patient reported he continues to utilize the same liberty select cycler as before the serious adverse events. The liberty cycler set was discarded following the events and is unavailable for return.